Event description:
It was reported that a user experienced severe hyperglycemia while using the ilet with fsl3 after dinner, with continuous glucose readings progressing from 368 mg/dl to ¿high,¿ and a confirmatory fingerstick also reading ¿high,¿ leading to a guided infusion site change and later discontinuation of ilet therapy in favor of multiple daily injections during a urinary tract infection. Investigation of this case revealed no evidence of leaks or kinks, adequate insulin remaining, appropriate algorithm dosing behavior, and subsequent glucose regulation after intervention; the user later attributed the hyperglycemia to infection. Symptoms included markedly elevated blood glucose without ketones. Outcomes included an emergency room visit without admission. Investigation included customer care review of device use, infusion set and tubing inspection, guided supply change, log review, and follow-up calls. It was concluded that the device functioned as designed and that the hyperglycemia was associated with intercurrent illness rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.